Event description:
Sterile sphere were not detected by camera during procedure. Another set of sterile spheres were used to complete the procedure without any further issues noted. This event was communicated by medtronic navigation. Site/user disposed of device and did not take any pictures of the device. Contract manufacturer evaluated DHR based on lot number. No quality issues were noted during in process inspections. No serious implications to this issue were mentioned by the complainant. No patient was harmed and no serious injury occurred.